Manufacturer narrative:
Additional information: d10.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The stent device was not returned for evaluation and there were no images of the device provided. Based on the details the device became stuck within the introducer sheath. The details provided do indicate that the introducer sheath used in the case was a 7f destino twist steerable introducer sheath. This sheath can create very tight radius as the intended location was the mesenteric artery as part of an aortic aneurism repair. Without the device and the introducer sheath used in the case a root cause of the complaint is difficult to determine and the complaint cannot be confirmed. A review of the device history records for this complaint shows that this lot of advanta v12 covered stent delivery systems passed all quality and performance requirement. The performance requirements at the process of lot qualification testing requires in this particular lot 20 samples to be passed through a 7fr introducer sheath as part of this testing prior to deploying each stent. During this process none of the samples were noted as being difficult to pass through the introducer sheath. There were no non-conformances noted during the manufacture or testing of the product. The device history records review also shows that the equipment used to crimp the stent to the folded balloon of the catheter was within the specific set up parameters prior to and after the product was produced and is documented within the device history record. The records review also shows that all employees who were a part of manufacturing this lot of advanta v12 covered stents were trained as indicated within the training verification forms attached to the device history records. The product requirements specification for the introducer sheath/guide compatibility requires the product to be passed through the labeled introducer sheath without stent dislodgment or catheter damage. Additionally the crimped stent profile specification also specifies that the ¿crimped od (stent and balloon) must be compatible with specified introducer sheaths/guides." This lot of catheters based on the sampling testing met the specifications requirements. Based on the investigation results the complaint cannot be confirmed and there were no non-conformances found during the manufacturing process and the device history record review. There is a possibility that the sheath used in the case was defective but this cannot be confirmed without the return of the stent device or the sheath for evaluation. H3 other text : device not returned.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent was hard to be pushed into place over the wire. It was partly possible, but the last part no longer worked. It was still in the lock. Device was removed and a different product was used.